Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Provided info states the plate was not fixated properly causing the fracture not to heal. Provided info marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the product and/or any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised because the plate was not fixated properly upon insertion causing the fracture to not heal adequately.